Event description:
It was reported that during central processing, the 0 degree endoscope housing disc was dislocated and broke. The endoscope input disks also came out. There was no report of patient involvement. The da vinci x/xi endoscope is intended to provide stereoscopic visualization of tissue and instruments when performing procedures with the da vinci system. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 0 degree endoscope involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The endoscope had error 5830 which indicated missing endoscope adapter (aea) retaining ring or screws and error 5838 indicating corrosion or physical damage to ic emi. The endoscope had error 5821 which indicating laser marking on the endoscope housing damage. The root cause of tis failure was attributed to manufacturing issue. No image or video was available for review. A review of the endoscope (part number 470026-65/sequence number (B)(4)) associated with this event has been performed. Per logs, the endoscope was last used in a procedure on (B)(6) 2022 on system (B)(4). The alleged endoscope had 1667 uses remaining after the last procedural use. This complaint is reportable malfunction event based on the failure analysis findings. The xi endoscope was found with missing aea retaining ring or screws component. Missing retaining ring results in poor camera control, which could result in unintuitive motion and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. .